Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick mr balloon catheter. The balloon was tightly folded, and there was fluid in the inflation lumen. The device was soaked in a warm water bath for a week. Analysis of the returned device consisted of the tip, balloon, markerbands, proximal weld, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, tip damage (bunched), and a burst in the balloon material that was approximately 4mm in length. The rest of the device was inspected, and no other damage or defects were found.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, upon inflation at one unit of pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, upon inflation at one unit of pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.